Event description:
On (B) (6)2010, the patient was told by her pain management hcp that the patient's pump was empty, later that day another physician said that the pump was full and withdrew and replaced the medication in the pump. The patient was still in pain and thought that her pump was not working. The patient stated that they were on vicodin to help with the pain and that it was helping somewhat with the pain. The medication being delivered via the device system was not reported. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)